Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the right ventricular (rv) lead was found to be dislodged, which resulted in diaphragmatic stimulation. A revision procedure was performed, and the rv lead was repositioned to resolve the event. The patient was in stable condition.